Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the heart was perforated by an unknown cryo-ablation product and began to bleed out on the operating table. The outcome of this case is unknown. The patient was put on a ventilator and spend six days following the procedure hospitalized in a cardiac intensive care unit (ICU). No further information is available. No further patient complications have been reported as a result of this event.